Event description:
Medics responed to a medical call, on arrival the pt was determined to be pulseless and apneic. The device was attached with disposable defibrillation electrodes and switched to paddles lead. Reportedly, during shock attempt the device displayed the message "shock not delivered" and the service light came on. The device operator checked all connections and attempted to deliver a second shock and the same message was again displayed. The device was powered off and on in an unsuccessful attempt to deliver a shock to the pt. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. The reporter's opinion was based on an assessment of the pt's viability.